Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer reported a leak from the bottom of arterial filter during priming and all the connectors were fully connected. The device was replaced. There was no reported adverse patient effect associated with this event. Medtronic received additional information that there was no visual damage detected on the device, packaging, or other contents within the package. The device was replaced with a new, fully functional fusion oxygenator in order to continue the procedure

Manufacturer narrative:
Correction d 4.3 serial #: this field was updated. Additional information d.4.2 expiration date: this field was updated. Additional information h.4 device mfg date: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.